Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the programmer display froze during ventricular threshold measurements. When it froze, the output of the pacing system analyzer was 1.5 volts and the ventricle was captured at 1.5 volts. The patient had his/her own heartbeat of about 65 bpm. The threshold measurement continued with another programmer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed the reported event. An error code was observed while booting up the device. The mpu (main processor unit) board was replaced.

Event description:
It was reported that the programmer display froze during ventricular threshold measurements. When it froze, the output of the pacing system analyzer was 1.5 volts, and the ventricle was captured at 1.5 volts. The patient had his/her own heartbeat of about 65 bpm. The threshold measurement was continued with another programmer. No patient complications were reported as a result of this event.